Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device MFR date is unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
An opti-flex nitinol stone retrieval basket was used during a ureteroscopy with laser litho procedure in 2008. According to the complainant, upon the completion of the procedure, the basket was being cleaned and it was noted that it would no longer close. The basket had performed approximately 30 passes prior to the end of the procedure. No pt complications were reported as a result of this event.